Manufacturer narrative:
Trend analysis: no trend identified. A trend is identified if at least one of the following criteria is met: three similar events within 1 month for the same item number. Six similar events within 6 months for the same item number. Two similar events for the same lot number. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Product experience report (per): the per describes the alleged event in detail as a revision due to pain with no loosening and states a co concentration of 0.8 ¿g/l. X-rays: an undated ap x-ray of the pelvis was received for investigation. The quality of the x-ray and lack of comparable information over time does not allow assessing potential changes to the bone. The x-ray was used to measure the inclination angle which is approximately 50°. A reliable analysis of the ante- or retroversion is not possible. It is observed that the centers of rotation of both hips are not at the same position however the preoperative situation is unknown. The trochanter minor seems to be dislocated and there is a cerclage visible around the femoral metaphysis which both cannot be explained with the available information. Surgical reports: no surgical reports were received for investigation. Visual examination: the metasul® low profile cup exhibits slight damages due to the revision surgery. Looking towards the articulation side, delamination as well as cracks can be observed on the polyethylene rim. On the articulation surface numerous fine scratches are visible to the naked eye. Distributed on the bevel some small isolated spots of surface changes can be seen. On about a quarter of the metasul® inlay¿s bevel some metallic smearing can be observed. Further, there is a small metallic smear on the inlay¿s rim and the polyethylene shows a sickle-shaped imprint. The anchoring side of the metasul® low profile cup exhibits damage in form of cuts most likely from the revision surgery. There are some individual small pieces of bone cement still adhered to the polyethylene. The articulation surface of the metasul® head shows numerous fine scratches. Close to the equator there are several small spots of surface changes visible similar to the changes observed on the cup. The taper of the metasul® head is inconspicuous. The articulation surface was further inspected at 200-times magnification under the microscope (nikon epiphot eq-ID 151662) with differential interference contrast (dic). In the loaded area undirected scratches are visible. In the unloaded area the original surface state with the slightly protruding carbides is still recognizable. Further investigation of the spots of surface changes showed discolored regions, circular crater-like features and areas with small pits. Wear measurement: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. For the metasul® head the total, linear wear value is approximately 16.1 ¿m resulting in a yearly wear rate of approximately 1.6 ¿m. The wear map correlates with appearance of the head¿s articulation surface. The wear map for the cup indicates rim loading with a measured total linear wear value of approximately 30.9 ¿m resulting in a yearly wear rate of approximately 3.1 ¿m. Even though clear signs of rim loading in form of wear close to the rim could not be observed it correlates with the metallic smearing found on the inlay¿s bevel. Therefore this can be defined as a clear wear zone. In the literature for a metasul®-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 ¿m / year per pairing was reported. Retrievals explanted after two and more years in vivo had an average wear rate of 6.2 ¿m / year per pairing. Conclusion: according to the available information the received components were revised after approximately 10 years in vivo due to pain. Based on the retrieval analysis and the available information it is not possible to determine if or to what extend the observations made during the retrieval analysis might have had an impact on the pain leading to the revision surgery. The wear measurement for the metasul® pairing indicated rim loading for the cup. The measured wear values for the metasul® pairing can be considered low compared to previously reported values. The metallic smear on the inlay rim and the sickle-shaped imprint on the polyethylene could result from impingement between the cup and the stem¿s neck region. The measured inclination of the metasul® low profile cup is approximately 50° however the applicable surgical technique states an inclination of 40°. The increased inclination angle of the cup could have possibly contributed to the impingement. Small spots of surface changes were found on the articulation surfaces of the metasul® head and on the metasul® inlay. The spots were located in regions that are not engaged in bearing interactions with the opposing surface. Further investigation of the observed spots on the head showed discolored regions, circular crater-like features and areas with small pits. These observations, the location as well as the appearance of the spots, are similar to the evidence documented by gilbert jl et al. In the publication ¿direct in vivo inflammatory cell-induced corrosion of cocrmo alloy orthopedic implant surfaces¿. Based on this similarity the spots found on the metasul® pairing could be an indication for cell-induced corrosion. References: rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivo analysis of metal-on-metal articulations, abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120. Ganz ring, acetabular roof reinforcement ring with hook product information, surgical technique lit.no. 06.00824.012 ¿ ed. 05/2005. Gilbert jl, sivan s, liu y, kocagöz sb, arnholt cm, kurtz sm. 2015. Direct in vivo inflammatory cell-induced corrosion of cocrmo alloy orthopedic implant surfaces. J biomed mater res part a 2015:103a:211-223. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received the devices for investigation and the investigation has been initiated. One x-ray was provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: the actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Ref#(B)(4) metasul head 36, 12/14 ) are marketed in USA, and therefore this report was filed. (B)(4).

Event description:
It was reported that the patient was implanted a metasul head 28mm "m" 12/14 on (B)(6) 2006. The patient was revised on (B)(6) 2016 due to pain. As the exact implantation date was not provided the last day of (B)(6) 2006 was taken and the explant date taken as last day of (B)(6) 2016.